Event description:
It was reported to philips that the examination room foot switch did not respond on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the foot switch and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).